Manufacturer narrative:
Arjo was informed about an event involving non arjo lift beka hopitec lift carlo and arjo sling loop. It was reported that during a patient transfer the patient fell out of the sling. No injury was reported. After the event the sling was evaluated by arjo representative. The sling inspection did not reveal any malfunction. The instructions for use (IFU) for the passive clip slings (document number: 04.sc.00-int1_6) states that: ¿the passive loop slings are especially designed for ceiling lifts, floor lifts and accessories made by arjo¿. The document also warns: ¿to avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed.¿ non-arjo device ¿ beka hopitec lift carlo involved in the incident is not listed in the sling instruction for use under combinations of devices allowed to be used with the arjo slings. To sum up, the non-arjo ceiling lift and arjo passive loop sling were used as a system for a patient transfer when the patient fell out of the device and sustained a serious injury and from that perspective the system failed. The complaint was decided to be reportable due to allegation that the patient slip out of the sling.

Event description:
Arjo was informed about an event involving non arjo lift beka hopitec lift carlo and arjo sling loop. It was reported that during a patient transfer the patient fell out of the sling. No injury was reported. After the event the sling was evaluated by arjo representative. The sling inspection did not reveal any malfunction.